Manufacturer narrative:
Analysis was performed by a philips senior product support engineer (pse) and clinical product specialist (cps) which included log file review. The audit log shows the following around 3pm ¿ a vent fib/tach red alarm was active for almost 16 minutes (2:59:11 pm until 3:15:06 pm) for bed label 363 (equipment label t3n14). The vent fib/tach is a higher priority alarm than xbrady. Because the vent fib/tach alarm occurred at 14:59:06 and was active until acknowledged at the pic ix at 15:15, no alarm for xbrady would be generated during this period of time. This is depicted in the enhanced arrhythmia chain diagram on page 92 of the intellivue mx40 instructions for use (IFU) release c.01. At 3:21:50 pm a ¿leadset unplugged¿ inoperative condition was announced and lasted for over 13 minutes (ended 3:35:21 pm), which would have resulted in the inability of the mx40 to analyze ECG during this period. At 3:37:49 pm the equipment was changed to t3n2. Based on the information provided and the analysis results, the product was confirmed to be operating according to specifications. The reported problem may be related to user error involving alarm limit settings and alarm management. The remote application specialist addressed this potential issue by providing alarm education during the call. A review of the device's service history confirms that the problem has not been reported again. Based on the information available and results of additional analysis, no further action is necessary at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported device did not generate an alarm for extreme bradycardia, which led to a delay in care and the telemetry patient being transferred to the ICU. There was no interruption in monitoring; however, the nurse manager stated the nurse caring for the patient had changed the low ECG alarm limit 'into the 20s', so there likely would not have been any alarms. The customer does not believe there was an issue with the device. The customer requested education on the extreme bradycardia alarm behavior as it was thought this event occurred due to a misunderstanding of how the alarms functioned.